Event description:
[Due to computer system anomalies, this report is 18 days late.] The reporter, a certified diabetes educator, stated that meter to lab comparison tests were done, side by side, for a pt on dialysis. The meter reading was 240 mg/dl, and the lab test results was 170 mg/dl. The pt had a hematocrit of 37%. A control test was in range, but the reporter did not remember results. The confirmation dot on the test strip was blue. Reporter states that the pt has been on dialysis since having had a kidney transplant in june '99. Because pt's results on the meter would be elevated while pt experienced symptoms of low blood glucose, they compared it to the lab. The cde stated that pt experiences symptoms of low blood glucose at 170, as an example, because pt has had readings in the 300 range for years.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8